Manufacturer narrative:
The report that the device would not power on was confirmed. Only keypad assemblies were provided for investigation. The associated instrument was not returned. Physical inspection of the part noted no damage or anomalies. When tested, the test pcu would not turn on. Ac power led was not illuminated. After disassembling the keypad, it was discovered that the trace on the flex cable was broken on conductor 20 nearest the keypad, and corrosion was seen on multiple traces. Primary root causes are inadequate cleaning processes and design. The unresponsive pc unit keypads occur due to corrosion and damage to the circuit layer when fluid ingresses to the bottom right quadrant of the keypad, where the flex cable bends to the backside of the front cover. Fluid ingress causes cracks in the flex cable section of the keypad and corrosion of the silver traces, resulting in trace interruption identified by an open or short circuit, ultimately leading to unresponsive keypad keys. Device history review: serial number (B)(4) service history record showed the device had a manufacture date of 09/27/2018. A review of the device service history record was performed beginning from the date of manufacture to the present date 09/17/2020. It indicated that this device had not been previously returned for service. A review of the production failure records was performed beginning from the date of manufacture through the present. The failure record showed no production failure records were opened for the source devices.

Event description:
It was reported the front case is being replaced due to the device would not power on. (Pcu) there was no patient involvement.